Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. As per the email response from the company representative there is no issue regarding the intra-aortic balloon pump (iabp) . The iabp was returned to the customer for clinical use.

Event description:
It has been reported that according to the hospital, the cs300 intra-aortic balloon pump (iabp) doppler probe started to sizzle. There was no patient involvement . No clinical adverse event was reported.